Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a replacement procedure for normal elective replacement indicator (eri), the set screw could not be loosened on the header of the device. The device was explanted and replaced due to normal eri and the procedure was completed successfully. The patient was stable.